Event description:
The customer reported via phone that the insulin pump was continuously rewinding. The customer also reported receiving a motion sensor test failure alarm with the insulin pump. Customer's blood glucose was 190 mg/dl. It was found the rewind message would occur after the alarm occurred. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed during rewind due to out of phase motor encoder signal. The insulin pump was unable to perform displacement test due to alarms. The insulin pump cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.